Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report #: 2134265-2009-04595. Clinical trial. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient developed in-stent restenosis. The patient presented for the initial procedure with an acute myocardial infarction. Two lesions were identified and treated. A 2.5x24mm taxus express2 stent was placed in the distal lad (left anterior descending) bifurcation and the mid lad was treated with a 2.75x16mm taxus express2 stent. The patient was discharged seven days post procedure to the rehabilitation department. The patient returned approximately 28 months post procedure in a hypertensive crisis with ccs class ii stable angina. In-stent restenosis of the lad stents was treated with another manufacturer's drug eluting stent and a new lesion of the rca (right coronary artery) was also treated. The outcome was reported to be good and the patient was discharged four days later without sequela and no angina.